Manufacturer narrative:
One device was returned for repair with complaint that the device exhibited error 1260. Complaint of error code 1260 was verified by power up process. The cause is the real time clock battery. Replaced the battery to correct the issue. The device passed all functional tests after the repair.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited error 1260. There was unknown patient involvement.